Event description:
A report was received that the patient had a pocket discomfort. The patient underwent a pocket revision and ipg was relocated. The patient was reportedly doing well after procedure.